Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient received appropriate shocks for ventricular fibrillation (vf). The patient required four shocks to convert the patient. System evaluation was performed which indicated that the electrode had poor positioning and this was determined to be the cause of the initial conversion failure. A procedure was performed to explant the entire system and replace it. No additional adverse patient effects were reported.